Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had change battery alert and battery was stuck in it and it was not coming out. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer stated that the display did not returned after insulin pump restart. Customer stated that the insulin pump was not exposed to moisture. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.